Event description:
This lead was explanted due to loss of capture, dislodgement, and sensing issues. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of several mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the implantation procedure contributed to this observation. In summary, the fixation helix was found deformed, which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).